Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported capsular contracture baker grade IV and rupture against right device. The device has been explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" against right device. Later, healthcare professional reported ruptured implant. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening extended on radius. A visual and microscopic analysis was performed which identified: two openings striated on radius. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage.